Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024, the pediatric patient experienced a skin reaction with fever, redness, and a rash over ¿entire body¿, extended beyond the patch perimeter. The patient was seen at the hospital and the skin reaction was treated with an unspecified antihistamine and an oral antibiotic amoxicillin, 3 times a day for 6 days. The healthcare provider (hcp) was unable to determine the exact cause of the allergic reaction, but the reporter stated it started from the redness under the adhesive and then spread further. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.